Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 03/01/2010 that a customer had an issue with a single lumen PICC. The customer reports a neonatal PICC was placed in the left arm of an infant for infusion of tpn and intra lipids for nutrition. After 25 days, the pigtail was noted to be leaking approximately 1 cm from where the pigtail joins the luer connector.